Event description:
The distributor reported a pt was undergoing surgery and they used our pump for epidural drug delivery. Pump set at 6ml, drug volume was 150 ml's in the fluid bag; bag was empty after 4 hrs. Pt in ICU, doing ok except for can't feel legs. Six days later in a follow up report, the distributor reported that after 4 hrs from the beginning of the infusion, the pump display indicated 23 ml's of infused drug; while 110 ml's was infused because the bag was almost empty.

Manufacturer narrative:
Car has been opened to address this observed condition caused by improper assembly.